Event description:
The iab was inserted into the patient in 2002 in the cath lab during procedure for diagnostics. The patient was returned to ccu. After iabp for three hours, "leak in iabp cath" sounded from the system 98xt and blood was seen in the gas line. The lab was removed and a second iab was inserted. Event complications: unstable, abdominal pain, mottled legs, blindness-rpt'd 11/4, pt's current status: unstable-rpt'd 11/04/02.